Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm4) due to error 1162. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the usm4 for evaluation. A follow-up MDR will be submitted, if additional information is obtained. Probable root cause of error 1162 points to axes controller spar (acs) in usm4.

Event description:
It was reported that prior to starting - pre-anesthesia a da vinci-assisted surgical procedure, a nurse called an intuitive surgical (is) technical support engineer (tse) to report that the system was displaying a non-recoverable error 1162 on universal surgical manipulator (usm4). Before contacting tse, the customer had already restarted the system twice, but the error persisted. The tse reviewed live system logs, which confirmed error 1162 associated with the cannula sensor board in the usm4. The tse then instructed the customer to inspect the cannula mount and install a cannula and guided a power cycle using the emergency power-off, after which the error remained. The tse advised disabling usm4 and explained that the procedure could proceed using three usms, while the nurse consulted with the surgeon. During this time, the system was restarted again and the error cleared. The tse explained that the issue could recur and that the team should be prepared to disable the affected usm and continue with three, if necessary. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the procedure has been completed successfully with 3 arms. The patient was not injured.